Event description:
It was reported that the catheter was used off-label to perform posterior wall ablation, the pressure bag connected to the catheter had gone empty and the patient experienced air embolism, st segment elevation, and cardiac arrest. During a pulse field ablation (pfa) to treat paroxysmal atrial fibrillation a farawave catheter was used. Ablation of the pulmonary veins was performed under fluoroscopy and intracardiac echocardiography (ice), then post mapping was performed with a non-boston scientific catheter. Additional ablation was determined to be needed to the posterior wall, so the farawave catheter was reinserted to provide additional lesions. Use of the catheter to perform posterior wall ablation constituted off-label use of the device, as it is indicated to perform pulmonary vein isolation (pvi) per the instructions for use (IFU). Six additional lesions were made to the posterior wall and preparations were made to withdraw both the catheter and sheath from the body. As the catheter was being removed an st segment elevation was observed on lead ii. As the st segment elevation continued to progress a call was made for an interventional cardiologist to assist. As the interventional cardiologist and staff were preparing to perform coronary angiography the patient's condition deteriorated. Coronary angiography was performed, and an air embolism was observed in the right coronary artery (rca). Shortly after the images were acquired the patient went into cardiac arrest with pulseless electrical activity (pea). A code was called and cardiopulmonary resuscitation and life saving measures were administered. Subsequent imaging was performed of the left coronaries, which were completely open, and a temporary pacemaker and balloon pump were inserted. The temporary pacemaker was placed non-surgically and has since been removed. The patient was stabilized and the st elevation resolved. The patient remained intubated and was taken to the intensive care unit for recovery. Of note, an electrophysiology (ep) nurse noted during preparation for the angiogram that the pressurized fluid flush bag to the farawave catheter was empty and was unsure if there was air ingress into the line during the procedure. The patient was extubated the weekend after the procedure but also experienced a stroke. The patient remains in the ICU currently. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was used off-label to perform posterior wall ablation, the pressure bag connected to the catheter had gone empty and the patient experienced air embolism, st segment elevation, and cardiac arrest. During a pulse field ablation (pfa) to treat paroxysmal atrial fibrillation a farawave catheter was used. Ablation of the pulmonary veins was performed under fluoroscopy and intracardiac echocardiography (ice), then post mapping was performed with a non-boston scientific catheter. Additional ablation was determined to be needed to the posterior wall, so the farawave catheter was reinserted to provide additional lesions. Use of the catheter to perform posterior wall ablation constituted off-label use of the device, as it is indicated to perform pulmonary vein isolation (pvi) per the instructions for use (IFU). Six additional lesions were made to the posterior wall and preparations were made to withdraw both the catheter and sheath from the body. As the catheter was being removed an st segment elevation was observed on lead ii. As the st segment elevation continued to progress a call was made for an interventional cardiologist to assist. As the interventional cardiologist and staff were preparing to perform coronary angiography the patient's condition deteriorated. Coronary angiography was performed, and an air embolism was observed in the right coronary artery (rca). Shortly after the images were acquired the patient went into cardiac arrest with pulseless electrical activity (pea). A code was called and cardiopulmonary resuscitation and life saving measures were administered. Subsequent imaging was performed of the left coronaries, which were completely open, and a temporary pacemaker and balloon pump were inserted. The temporary pacemaker was placed non-surgically and has since been removed. The patient was stabilized and the st elevation resolved. The patient remained intubated and was taken to the intensive care unit for recovery. Of note, an electrophysiology (ep) nurse noted during preparation for the angiogram that the pressurized fluid flush bag to the farawave catheter was empty and was unsure if there was air ingress into the line during the procedure. The patient was extubated the weekend after the procedure but also experienced a stroke. The patient remains in the ICU currently. The device is not expected to be returned for analysis due to disposal. It was further reported that the air embolism caused the stroke. A therapeutic activated clotting time (act) of greater than 300 seconds was maintained during the procedure and clot was ruled out pre-procedure using ice. The patient remained intubated until the day after the procedure, and upon extubation left-sided deficits were noted in the patient. The patient was discharged from the hospital with the residual left-sided deficits.

Manufacturer narrative:
The farawave nav catheter was not returned for analysis; however, the labeling review confirmed the off-label use of the device along with the user error. The device was used for posterior wall ablation; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. The pressurized fluid flush bag to the farawave catheter was empty and they were unsure if there was air ingress into the line during the procedure. The IFU indicates the following warnings: "always verify that the tubing set, catheter, sheath and all connections have been properly cleared of air prior to inserting the catheter into the vasculature. Air entrapped in the tubing, catheter or sheath can cause potential injury or cardiac arrest. The operator is responsible for removing all air from the system. Inspect irrigation saline for air bubbles and remove any air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause embolism. Guiding catheters and/or long introducer sheaths present the potential for thromboembolic events. Pre-flush and maintain lumen patency with heparinized intravenous infusion." D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was added to block b5 describe event or problem.

Event description:
It was reported that the catheter was used off-label to perform posterior wall ablation, the pressure bag connected to the catheter had gone empty and the patient experienced air embolism, st segment elevation, and cardiac arrest. During a pulse field ablation (pfa) to treat paroxysmal atrial fibrillation a farawave catheter was used. Ablation of the pulmonary veins was performed under fluoroscopy and intracardiac echocardiography (ice), then post mapping was performed with a non-boston scientific catheter. Additional ablation was determined to be needed to the posterior wall, so the farawave catheter was reinserted to provide additional lesions. Use of the catheter to perform posterior wall ablation constituted off-label use of the device, as it is indicated to perform pulmonary vein isolation (pvi) per the instructions for use (IFU). Six additional lesions were made to the posterior wall and preparations were made to withdraw both the catheter and sheath from the body. As the catheter was being removed an st segment elevation was observed on lead ii. As the st segment elevation continued to progress a call was made for an interventional cardiologist to assist. As the interventional cardiologist and staff were preparing to perform coronary angiography the patient's condition deteriorated. Coronary angiography was performed, and an air embolism was observed in the right coronary artery (rca). Shortly after the images were acquired the patient went into cardiac arrest with pulseless electrical activity (pea). A code was called and cardiopulmonary resuscitation and life saving measures were administered. Subsequent imaging was performed of the left coronaries, which were completely open, and a temporary pacemaker and balloon pump were inserted. The temporary pacemaker was placed non-surgically and has since been removed. The patient was stabilized and the st elevation resolved. The patient remained intubated and was taken to the intensive care unit for recovery. Of note, an electrophysiology (ep) nurse noted during preparation for the angiogram that the pressurized fluid flush bag to the farawave catheter was empty and was unsure if there was air ingress into the line during the procedure. The patient was extubated the weekend after the procedure but also experienced a stroke. The patient remains in the ICU currently. The device is not expected to be returned for analysis due to disposal. It was further reported that the air embolism caused the stroke. A therapeutic activated clotting time (act) of greater than 300 seconds was maintained during the procedure and clot was ruled out pre-procedure using ice. The patient remained intubated until the day after the procedure, and upon extubation left-sided deficits were noted in the patient. The patient was discharged from the hospital with the residual left-sided deficits.